Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device, and the reported condition could not be confirmed. A functional assessment was performed and the device passed all functional specifications but failed some visual assessments,due to normal wear.

Event description:
It was reported that the hand piece "failed to work with the foot switch and hand switch." The reporter is unaware if the problem was discovered pre-surgery or during surgery, or if there was any delay in surgery. There was no patient harm, adverse outcome or injury alleged. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.